Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) lcd screen was observed all white and will not operate" was not confirmed through a review of the archive and during functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The probable root cause for the reported complaint could be due to the temporary presence of moisture in the platform caused by the user's cleaning process. Per autopulse user guide, 4.2. Cleaning the autopulse platform section: "wipe all the surfaces of the autopulse platform free of foreign matter and spills with a disinfectant or bactericidal wipe. Check the vents to ensure that they are free and clear of any obstructive matter. Caution: do not submerge the autopulse in liquid. Ensure that the autopulse is dry before storing." During visual inspection, there was no physical damage observed on the autopulse platform and no evidence of water ingress was found. However, unrelated to the reported complaint, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The autopulse platform passed the initial functional testing without any fault or error, unable to duplicate the customer reported complaint. During the archive data review, no significant discrepancy was identified. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
As reported, during device cleaning the autopulse platform become extremely wet, and when the platform powered on, the lcd screen was observed all white and will not operate. No patient involvement.